Event description:
As reported, during use in patient, after a left ventricular assist device (lvad) placement, this swan ganz catheter provided incorrect mixed venous oxygen saturation (sv02) value. The hemosphere indicated an svo2 of 84% while the gas showed 48%. After this calibration, it was a good measurement until there was suddenly another increase to 63%, while the gas was at 43%. No error message was displayed. There was no allegation of patient injury. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of "incorrect mixed venous oxygen saturation (sv02) value" was unable to be confirmed. Catheter passed in-vitro calibration in received condition. Balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from returned syringe. As per further testing, the catheter passed attenuation test. Catheter body had a kink at 95cm from tip. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Concerning the report of incorrect values, no root cause could be determined since the failure mode could not be confirmed during the device evaluation. As part of the manufacturing process the units go through an optical inspection process to measure the svo2 and final packaging inspection. Additionally, with regards to the issue of kink encountered during product evaluation, based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect.